Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicated nor confirmed the customer reported complaint. Failure analysis found the primary finding of does not match complaint description to be related to the customer reported complaint. The reported symptom was not found related to the reported instrument. The instrument did not exhibit a broken/loose cable. The root cause cannot be traced device. Additional observations not reported by site: the instrument was found to have the plastic proximal clevis broken. The broken piece was not returned with the instrument and measures approximately 0.219 x 0.288. As a result of the breakage, the conductor wire cap is missing. The conductor wire cap measures approximately 0.102" x 0.254". The instrument was found to have the entire length of the main tube surface with degradation. Root cause of these failures is likely attributed to mishandling/misuse.

Event description:
It was reported that during central processing, the permanent cautery hook had a broken or loose cable. There was no patient involvement.